Manufacturer narrative:
The pump received with blank display due to faulty interface board. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 252 mg/dl. Troubleshooting was not able to resolve the issue. The customer call back and the display did not return. The device will be returned for analysis.